Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 475 mg/dl. The customer treated with the pump and set change. The customer stated that he had unexplained high readings with no alerts or visible issues. The customer stated that he changed the site and things have been working better ever since.